Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level as the specific impact was unknown or not disclosed. The customer switched to a backup insulin therapy using multiple daily injections and was sent a replacement pump by technical support. They were given instructions on how to handle the faulty pump's return and acknowledged the steps for using the replacement pump.